Event description:
Consumer reported complaint for high and erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 288, 234, 131, and 120 mg/dl. The customer¿s expected blood glucose test result range is fasting am 112-120mg/dl and 1 hr after meals 140-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room. The customer had discarded the vial and was unable to provide test strip lot information; customer stated the open vial date is 1-2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 120 mg/dl date: on (B)(6) time: 1:11pm non-fasting 1 hr after eating result 2: 131 mg/dl date: on (B)(6) time: 1:09pm non-fasting 1 hr after eating result 3: 142 mg/dl date: on (B)(6) time: 7:07pm non-fasting 1 hr after eating result 4: 121 mg/dl date: on (B)(6) time: 1:23pm non-fasting 1 hr after eating result 5: 181 mg/dl date: on (B)(6) time: 10:41pm non-fasting 1 hr after eating result 6: 234 mg/dl date: on (B)(6) time:9:44pm non-fasting 1 hr after eating result 7: 288 mg/dl date: on (B)(6) time: 9:41pm non-fasting 1 hr after eating.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.